Event description:
It was reported rn accessed patient with a 19g 3/4in power loc mediport needle. Lot number asdrf078. On initial flush it starting leaking from y-site connection. When rn checked it, the tubing disconnected from y-site area. Rn was still sterile. Re-accessed with another power loc mediport without issue.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of tubing separation was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc safety infusion set with y-site. Light usage residues were observed. The proximal extension tubing was completely detached from the y-site. Tactile inspection of the sample did not reveal any tensile weakness. Microscopic inspection of the sample did not reveal any deformation of the tubing or y-site. Inspection under an ultraviolet light revealed fluorescing adhesive residue. The observed detachment was caused by failure of the bond between the proximal extension tubing and the y-site. The lack of tensile weakness or other evidence of mishandling by the user suggested that bond failed do to insufficient adhesive deposition or curing. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asdrf078 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdrf078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported rn accessed patient with a 19g 3/4in power loc mediport needle. Lot number asdrf078. On initial flush it starting leaking from y-site connection. When rn checked it, the tubing disconnected from y-site area. Rn was still sterile. Re-accessed with another power loc mediport without issue.